Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the hospital via emergency medical services (ems) on (B)(6) 2021. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was evaluated the patient on (B)(6) 2021 during their monthly appointment where they were doing well. Additionally on (B)(6) 2021, the patient¿s spouse reported they were feeling great and working in the garden most of the day. However, on the morning of (B)(6) 2021 the patient was discovered semi-unconscious and covered in vomit. The spouse cleaned the patient, called emergency medical services (ems) and collected a sample of peritoneal effluent fluid (murky). Ems transported the patient to the hospital, and the patient was admitted to the intensive care unit. A peritoneal effluent fluid culture and cell count (wbcs elevated, result unavailable) was obtained, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, duration unavailable), and their mentation began to improve. On (B)(6) 2021, the peritoneal effluent fluid culture results were positive for pseudomonas (species unavailable), and the decision was made to remove the patient¿s pd catheter (not a fresenius product). On (B)(6) 2021 the patient¿s pd catheter was surgically removed, while a hemodialysis (hd) catheter (not a fresenius product) was simultaneously placed. The patient transitioned to hd for renal replacement therapy later the same day without issue. The patient remains hospitalized and no further information is currently available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty pdx cycler set and the serious adverse events of peritonitis, characterized by unresponsiveness and vomiting, which warranted hospitalization, antibiotic therapy, pd catheter removal and the temporary transition to hd therapy. The etiology of the peritonitis is unknown; therefore, causality cannot be established. Pseudomonas is part of the normal human biota and is also found in soil and moist areas (e.g., showers, bathrooms, sinks). Additionally, pseudomonas is associated with severe peritoneal infections, usually resulting in the removal of the pd catheter. Based on the totality of the information available, the liberty pdx cycler set cannot be excluded from having a possible contributory role in the patient¿s peritonitis. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction contributed to the events. However, the patient was actively undergoing ccpd therapy when the events occurred. However, without treatment data, hospital records, and/or causality of the peritonitis, this clinical investigation cannot disassociate the device/product from the serious adverse events.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the hospital via emergency medical services (ems) on (B)(6) 2021. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient was evaluated the patient on (B)(6) 2021 during their monthly appointment where they were doing well. Additionally on (B)(6) 2021, the patient¿s spouse reported they were feeling great and working in the garden most of the day. However, on the morning of (B)(6) 2021 the patient was discovered semi-unconscious and covered in vomit. The spouse cleaned the patient, called emergency medical services (ems) and collected a sample of peritoneal effluent fluid (murky). Ems transported the patient to the hospital, and the patient was admitted to the intensive care unit. A peritoneal effluent fluid culture and cell count (wbcs elevated, result unavailable) was obtained, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) antibiotics (drugs, dosages, frequency, duration unavailable), and their mentation began to improve. On (B)(6) 2021, the peritoneal effluent fluid culture results were positive for pseudomonas (species unavailable), and the decision was made to remove the patient¿s pd catheter (not a fresenius product). On (B)(6) 2021 the patient¿s pd catheter was surgically removed, while a hemodialysis (hd) catheter (not a fresenius product) was simultaneously placed. The patient transitioned to hd for renal replacement therapy later the same day without issue. The patient remains hospitalized and no further information is currently available.